Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during first follow-up post device implant, low rv sensing was observed. Lead dislodgement was noted on x-ray. Lead re-positioning was unsuccessful, so the lead was explanted and replaced. Patient was stable and there were no adverse consequences.